Manufacturer narrative:
No samples were returned by the customer for evaluation; therefore, the root cause for the issue reported cannot be determined. A review of the device history record for the reported lot v2l190 was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Cardinal health will continue to monitor and trend all similar reported product related issues.

Event description:
Customer reported that the hot pack exploded on a nurse. No further information was provided.